Event description:
Edwards received notification that this valve was explanted after an implant duration of approximately 16 years due to degeneration leading to leaflet thickening and moderate regurgitation. A 29 mm pericardial mitral valve was implanted in replacement. As reported, patient had a transvalvular mitral gradient of 8.4 mmhg and an valvular area of 0.94. The patient is in stable condition. The explanted valve was returned for evaluation. The surgeon believes this was an outstanding mitral bioprosthesis performance. Initial implantation of this valve occurred 16 years before while the patient was in his late 50s. The surgeon thought that it would be interesting to study this bioprosthesis.

Manufacturer narrative:
Evaluation summary: customer report of regurgitation was visually confirmed due to gap in central coaptation region. The free margin of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth, and likely led to the reported regurgitation. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and 10mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm near commissure 1, leaflets 1 and 2 by approximately 2mm near commissure 2, and leaflets 2 and 3 by approximately 3mm near commissure 3 on outflow aspect. Host tissue overgrowth caused the leaflets to appear thickened, thus likely led to the customer report of "leaflet thickened." X-ray demonstrated minimal calcification on all three leaflets and wireform intact. The wireform was exposed near leaflet 1 at the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation at this time. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve was explanted after an implant duration of approximately 16 years due to degeneration. A 29mm pericardial mitral valve was implanted in replacement. The patient was in stable condition. The explanted valve was returned for evaluation. The surgeon believed this was an outstanding mitral bioprosthesis performance.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.